Event description:
The customer reported that not the correct behavior of the bed to bed overview. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
D4: no usi is available as several attempts to obtain serial number. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A philips fields service engineer (fse) went onsite to evaluate the device in question. The fse made an attempt to simulate the problems with the bed to bed overview on the ward in different bed places .we have not been able to see any deviations, no further changes have been made. Based on the information available and the testing conducted, the cause of the reported problem was not able to be replicated. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified as they were unable to reproduce the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.